Event description:
The duett sealing device was deployed following an interventional procedure. Less than 1 hour after the procedure, the pt reported/exhibited shaking chills, rigor, mottled skin, mild chest tightness, swelling of the lips and shortness of breath. Causal consideration was given to an allergic reaction to the thrombin, iodine, or the duett sealing device. The hospital's infection control organization believes the pt's "serratia marcescens" induced septicemia may have contributed to the event.